Event description:
It was reported, that this cardiac resynchronization therapy pacemaker (crt-p), exhibited crosstalk oversensing of atrial flutter on the ventricular channel. Boston scientific technical services (ts) was consulted, and an in office check was recommended as well as reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.